Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 447mg/dl and excessive no delivery alarms. Troubleshooting assisted customer in administering a manual prime and the pump did not alarm. The customer was advised to call back if further assistance is needed as it appears that the pump is operating as designed.